Event description:
The proximal hub of a 2.75 x 28mm bx sonic stent delivery sys was found to be in a damaged condition that resulted in the physician not being able to deploy the stent. The stent crossed the target lesion and then a crack was noted on the hub, as inflation did not occur due to a leakage. There was no reported pt injury.

Manufacturer narrative:
This bx sonic coronary stent is distributed outside of the us. However, it is similar to the us bx sonic coronary stent. Add'l info will be submitted upon 30 days of receipt.